Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst commented, helix slightly bent, still within specification. Tissue and blood visible on helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, after the first re positioning it was not possible to measure any sensing value, and electrogram revealed noise artifacts. The rv was removed and replaced with another lead. No patient complications have been reported as a result of this event.